Event description:
It was reported that the bd pegasus catheter experienced foreign matter within the fluid path. The following information was provided by the initial reporter, translated from chinese: the nurse found a black punctated impurity on the prn of the indwelling needle, and then replaced the indwelling needle to puncture the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device history review was conducted for lot number 1173071. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a photo was submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus catheter experienced foreign matter within the fluid path. The following information was provided by the initial reporter, translated from chinese: the nurse found a black punctated impurity on the prn of the indwelling needle, and then replaced the indwelling needle to puncture the patient.